Event description:
Reporter indicated that following a search of vns patients in the social security death index revealed that the vns patient had passed away. The cause of death is unknown. Attempts have been made to obtain the treating physicians assessment on the patient death and have been unsuccessful. No additional information is known.